Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on the afternoon of (B)(6) 2012 he tested his blood glucose and obtained readings of '20.5 mmol/l (369 mg/dl)' with the subject meter and '8.0 mmol/l (128 mg/dl)' on another device (ot ultra2), performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The patient manages his diabetes with insulin. In response to the higher result obtained on the subject meter, the patient claimed he took 15 units of additional insulin. At an unspecified time after testing and administering increased dose of insulin, the patient reported he felt 'lousy.' The patient did not recall how much time passed between when he tested and onset of symptoms. In addition, the patient denied receiving medical treatment in response to the symptom. At the time of troubleshooting, the patient reported that the test strips were in good condition. The patient was unable and/or unwilling to run a control solution test on the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510(k) # is k110637.